Event description:
22 gauge 1 inch protective IV cath used to start IV reseal to left forearm. Guidewire passed through IV cath into vein and IV cath withdrew over guidewire. IV cath had broken off just below hub and distal portion of cath lost in pt. There were no problems in starting the IV or introducing the guidewire. Product complaint form: foreign body in circulatory system - potential for serious injury.